Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited an insulation anomaly. The lead was capped and replaced.